Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the lower right limb became invalid following the rupture of the femora rod at the level of the neck. Affected side is right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirms the reported material fracture. The returned device was examined by a depuy material scientist. No material or manufacturing defects were observed in the femoral stem that could have contributed to fracture. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 8032732. A review of the device manufacturing records found no related deviations or anomalies. Device history review : a review of the device manufacturing records found no related deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirms the reported material fracture. The returned device was examined by a depuy material scientist. No material or manufacturing defects were observed in the femoral stem that could have contributed to fracture. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 8032732. A review of the device manufacturing records found no related deviations or anomalies. Device history review : a review of the device manufacturing records found no related deviations or anomalies. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the total hip prosthesis at the neck. The device had been implanted on (B)(6) 2016 and explanted on (B)(6) 2020. Patient consequences: impotence of the right lower limb. Replacement of the device.